Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (flashing display w/moisture) issue. Reportedly, the display screen was flickering on and off after exposure to moisture and there was visible moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The following information was inadvertently added to the previous report 'unrelated to the complaint, the keypad symbols were worn" and the following information was inadvertently omitted from the previous report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: evaluation revealed that there was moisture observed in the display lens. The pump had audible but no vibratory sounds. The display screen is blank and does not go to the verify screen. The pump failed an in house leak test due to crack between upper right corner of display. The pump cover was removed and internal moisture was found in the pump. Unrelated to the complaint, the keypad symbols were worn.